Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that a patient that underwent aortic valve replacement, bentall procedure, and other unspecified procedures had an intra-aortic balloon (iab) placed while trying to transition the patient from the heart lung machine. The iab pump machine indicated the optic sensor was not calibrated. After many attempts to fix the optic sensor and switching machines and calling the manufacturer's rep the surgeon inserted a new iab. While trouble shooting balloon pump, patient was put back on heart lung machine and a CABG (coronary artery bypass surgery) was performed. After the CABG was done a new balloon was placed. The second iab was inserted in the existing opening and there was a leak around the femoral artery that could not be controlled. It was then taken out because of the leaking around incision site. A new 3rd balloon was placed in the right femoral artery through groin to fix the leak. The last known status of patient was a plan to discharge as of (B)(6) 2018. The date of the event is unknown. This submission is for the 2nd iab used which was reported to leak at the incision site. Reference MDR 2248146-2018-00177, (B)(4) for the initial iab used.